Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed. As noted in the impella IFU: ¿assess access site for bleeding and hematoma.¿

Event description:
The complainant reported a 69 year old female patient presenting with acute myocardial infarction and cardiogenic shock for impella support. During support, the patient developed an access site hematoma. Two units of red blood cells were delivered and surgical debridement/repair to the access site was completed.

Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that patient movement was the most likely cause of the access site bleeding. The mode of failure will be monitored and trended.